Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Requets were sent to the author of this journal article. No further information was received. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported in a journal article that pain was experienced postoperative. It is unknown, how many patients experienced pain. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will be re-evaluated. However, all possible causes related to the issue reported are listed in dfmea. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Conclusion summary: the only available information is that the patients experienced pain after implantation. Neither x-rays, operative notes, office visit notes, nor devices or photographs were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet`s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cls stem on an unknown date. It was reported that the patient experiences pain 30 months post-implantation when moving, at rest and when dressing.